Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Without a sample, no testing was able to be performed. Because no sample was returned and the device history review (DHR) of the lot number provided indicated product was released according to product¿s acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a blade was not sharp enough. Timing of the event and patient impact are unknown. Additional information has been requested but none has been received.